Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implants 600cc, catalog number 3507600bc, lot number 225225. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast implantation procedure of unknown type with gel mentor memorygel breast implants 600cc and experienced rupture on the right breast implant. Left breast implant was not affected. As a result, the patient had undergone bilateral removal and replacement with gel mentor memorygel breast implant 400cc on (B)(6) 2018.

Manufacturer narrative:
On 04/24/2018, it was reported to mentor that the device history record (DHR) of lot number 230621 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).